Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. Post procedure interrogation showed that the atrial lead had become dislodged. This dislodgement occurred because the patient was unable to maintain a resting position due to dementia. The lead was explanted and replaced. There were no patient consequences.